Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.

Event description:
Customer reporting 1 false positive sars result. Customer states the result was confirmed negative for sars by pcr but positive for flu by additional method. Patient is under the age of 3, was symptomatic with cough and congestion, no fever.